Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the customer was having high blood glucose. The customer's wife stated her husband would have to change their infusion set two to three times to resolve their high blood glucose. Customer's blood glucose was 28 mmol/l. Troubleshooting found the customer's insulin pump passed all functional testing. The customer's settings and bolus history were also correct. No additional information provided.